Manufacturer narrative:
This report is submitted on 25 march 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 5, 2019.

Event description:
Per the clinic, the electrodes were initially incorrectly placed. The device was explanted(B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.